Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected filed- g2. The field service engineer (fse) inspected the machine and confirmed the error code #91. Further investigation indicated that the front-end pcb was likely defective. The fse replaced the front-end pcb (0670-00-0668). After replacement, the error was resolved. All functional tests were performed and successfully passed. The machine was then observed on the system trainer for over two hours, and it operated normally. The equipment was handed over to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by gteinge fse that cs100 intra-aortic balloon pump (iabp) was displaying an error message "electrical test fails code # 91" during routine check. There was no patient involvement.